Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the camera head was not recognized on the processor. During preparation, for an unspecified therapeutic procedure, prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: medical device problem code - a12 submitted in (emdr-13418) should have been a13, updated fields: d10, g3, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image showing on the screen due to faulty charged coupled device. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image showing on the screen was determined due to faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not recognized on the processor during preparation for an unspecified therapeutic procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.